Event description:
On (B)(6), the surgeon tried to lower the pressure setting under x-ray but it was not possible. On (B)(6), he tried again but the result was the same, it looked that one side was unlocked but the other not.

Manufacturer narrative:
Resultant of analysis will be developed in a follow up report.